Event description:
The customer reported that the monitor completely froze; waveforms froze and nothing on the touchscreen responded. This occurred during resuscitation in emergency. No patient injury was reported. This occurred during resuscitation in emergency. There was no allegation of an adverse event or any patient or user harm.